Manufacturer narrative:
The test strips and meter were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine based) laboratory methods." Occupation is patient/consumer .

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4) compared to a laboratory stago compact analyzer with neoplastine reagent. On (B)(6) 2022, the patient's meter result at 10:50 a.m. Was 3.8 inr. The patient's laboratory result at 2:30 p.m. Was 2.8 inr. It was reported the patient's warfarin dose was held for one night. On (B)(6) 2022, the patient's laboratory result at 5:00 p.m. Was 3.39 inr. The patient's meter result at 6:22 p.m. Was 4.7 inr. It was reported the laboratory result was determined to be correct and the patient's warfarin dose was held for one night. The patient's therapeutic range was 2.0-3.0 inr. The patient's testing frequency is monthly.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range : 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr, the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.